Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, when the perfusionist (ccp) touched the upright pole, he felt a small electrical shock. The device was not changed out, they continued to use for the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt. Per the clinical summary on (B)(6) 2015: during set-up the cpb circuit, which included a sarns 8000 perfusion system, the ccp experienced a small electrical shock when he touched one of the vertical poles that is mounted on the system. No other shocks experienced that procedure and the 8k was used for the case. The manufacturer field service representative visited the hosp after the procedure, and the leakage current of the system was checked which was within specification. The power cord was replaced, as a precaution. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.